Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the device display is missing segments. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated which included functional testing. The device was turned on using batteries and an led segment on the led digits did not illuminate. During the operational testing the unit passed simulation testing by providing measurements. An internal inspection of the device was conducted and the unit was confirmed to have a failed led segment on the instrument circuit board because it had 1.99v across its nodes compared to known good nodes with 1.55v. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device display is missing segments. No patient impact or consequences were reported.